Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned for analysis. The memory content, as well as the therapeutic functionality of the ICD, was extensively analyzed. In the available iegms, the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The visual inspection of the returned lead fragment did not show any deviations which may have contributed to the reported clinical observation. In particular the measurements of the dc resistances of the conductor fragments did not show any peculiarities. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the ICD and the returned lead fragment did not show any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 101 months, oversensing with inappropriate therapies was reported. The lead was explanted and replaced. Should additional information become available, this file will be updated.